Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver log show reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" .performed global receiver test: passed all relevant. The complaint was confirmed for receiver initializing screen without manual restart because "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed within the investigation window.. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.